Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported the epg (external pulse generator) has a broken battery compartment. The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
Product event summary: analysis confirmed the reported event of a broken battery drawer. The epg (external pulse generator) also failed incoming testing, the upper/lower case and keyboard were dented, the ring bent, and the serial number label was torn.